Event description:
It was reported that an ilet insulin pump was found with a cracked display after the user¿s child likely dropped the device from a charger, resulting in an inability to operate the pump and the user reverting to multiple daily injections, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of pump therapy and user reliance on alternative diabetes management. Investigation included device replacement process, user education on shutdown procedures, instructions for data sync to the mobile app prior to return, and arrangements for return shipping. Investigation of this case revealed external physical damage to the display component that impaired usability, consistent with damage from accidental impact, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.